Manufacturer narrative:
The mvs computer was returned to the manufacturer for analysis. Analysis found that computer booted as expected at each power cycle. Os and application booted properly. Computer was installed in an imaging system and the system readied as expected. Communication and imaging were successful. No fault found. The detector panel was returned to the manufacturer for analysis. Analysis found that when the panel was installed in an imaging system, the system readied and initially images were as expected. After 30 minutes of activity including passing calibration, the 3d images were distorted in geometrical pattern. During image acquisition a distortion mid acquisition consistent with improperly timed sync and acquisition pattern. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
Patient weight not available from the site. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the detector panel would intermittently include a metallic like artifact inside panel and computer 3d construction intermittently look like moon surface. Detector panel and mvs computer were replaced to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional. Detector panel and computer have been received by the manufacturer however results are not available yet.

Event description:
Medtronic received information regarding an imaging device during lumbar fusion procedure. It was reported that the 3d image quality was very poor. 2d fluoro had no problems. There was no known impact to patient. There was a reported delay to the procedure of about 3 minutes due to this issue. It was reported that there was one unused spin.